Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 1 month. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient complained of soreness around driveline exit site. Cultures were positive for staphylococcus aureus. Changes were made to the patient¿s medication and the patient was treated with oral antibiotic, doxycycline, for 10 days. The event was reported as ongoing. The patient did not have sepsis. The patient had admitted for an non-device related cardiac arrhythmias and automatic implantable cardioverter-defibrillator (aicd) firing. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump, did not reveal any device-related issues. The pump was returned assembled with the driveline severed approximately 5.5 inches from the pump housing. The remainder of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The apical sewing ring was secured to the distal end of the inlet tube. The sealed outflow graft and outflow elbow were returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was returned unattached from the graft attachment. Upon disassembly of the returned device, visual inspection of the smooth and textured blood-contacting surfaces revealed no evidence of developed depositions or thrombus formations that would have contributed to a functional issue. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A correlation between the device and the reported driveline infection could not be conclusively determined. Driveline infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete.

Event description:
Additional information: it was reported that the patient received heart transplant on (B)(6)2017. The patient was upgraded to status 1ae on the transplant list for driveline infection. The patient was evaluated for orthotopic heart transplant (oht) and received an offer.